Event description:
During the procedure the fitting on this device was defective. Reportedly, the catheter became disconnected from the tubing. The device was removed and replaced. The pt is reported as fine. The device is not being returned for co's analysis.